Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device needle fell into patient's abdomen and got stuck in the peritoneum. Due to the location of the needle, the surgeon decided to retain it inside and allowed to migrate. Surgeon ordered an x-ray for the patient and verified the device retained inside.